Event description:
When user pulls out the swab the internal sponge is stuck to the end of the applicator. This could possibly cause a foreign body airway obstruction to pt if not noticed by medical personnel. It has happened one time that a pt gulped down the little sponge. The described fault happens approx every ten times when the swabs are pulled from packages.